Event description:
Per the independent repair center, the customer alleged problem is the unit will not start and the key failure is the compressor has no output/stuck. As stated on the repair statement additional malfunction on this device: short circuit in the power switch.